Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the mobile view station (mvs) will not power on. The a/c indicator light on the mvs was not light while plugged into a power source. The cause of the issue was due to the 15amp din rail fuses being blown. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts have not been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure the mobile view station (mvs) on the imaging system was not powering on or booting up. There was no patient present when this issue was identified.